Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 90 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Customer believes their low was due to the recalled sets. Troubleshooting was not completed as the pump was returned to medtronic for credit. The insulin pump was returned for analysis.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 90 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Customer believes their low was due to the recalled sets. Troubleshooting was not completed as the pump was returned to medtronic for credit. The insulin pump was returned for analysis.